Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited a loss of ventricular capture. An invasive procedure was performed and the ventricular lead was repositioned; the device remains implanted.